Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp unit and was not able to reproduce the reported issue. The stm found the issue was a battery alarm which is just a reminder that the battery test needed to be performed soon. To resolve the issue, the stm reset the date to the due date of july 2019, and this cleared the message. In addition, the stm observed that the battery was not fully charged, and the customer also stated it was not plugged into the wall at the time they saw the message. The stm plugged the iabp into ac power and stuck around to ensure that it was charging, and the battery indicator on the screen filled up to the full mark. The stm also ran a battery runtime test and it was still running over 2.5 hours. The iabp unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had a dead battery issue. The customer reported they had a battery alarm and were not sure if the batteries were charging correctly. There was no patient involvement, and no adverse event was reported.